Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pain"), genital haemorrhage ("abnormal bleeding"), raynaud's phenomenon ("autoimmune issues"), abdominal abscess ("infection (other) describe: abdominal abscess") and pelvic abscess ("pelvic abscess") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ache on (B)(6) 2014, gas pain on (B)(6) 2014, acute pain on (B)(6) 2014, procedural pain on (B)(6) 2014, ovarian cyst on (B)(6) 2014, bloating on (B)(6) 2014, vaginal discharge on (B)(6) 2014, adnexa uteri cyst on (B)(6) 2014, pelvic abscess on (B)(6) 2014, cystoscopy on (B)(6) 2014, pleural effusion on (B)(6) 2014 and atelectasis on (B)(6) 2014. Previously administered products included for an unreported indication: mirena bc from 2010 to 2011. Concurrent conditions included hypothyroidism since 2013, vitamin d deficiency since 2013, uti since (B)(6) 2014, squamous cell metaplasia since (B)(6) 2014, endometriosis of uterus since (B)(6) 2014, uterine leiomyoma since (B)(6) 2014 and biopsy endometrium since (B)(6) 2014. Concomitant products included cetirizine hydrochloride (cetrizine) since 1997, fexofenadine since 1997, fluticasone propionate (flonase) since 1997, magnesium since 2013, omega-3 triglycerides since 2013, probiotics nos since 2013 and thyroid (nature throid) since (B)(6) 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), raynaud's phenomenon (seriousness criterion medically significant), abdominal abscess (seriousness criterion medically significant), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes, night sweats"), night sweats ("hormonal changes describe: hot flashes, night sweats"), vaginal haemorrhage ("vaginal hemorrhage"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("neurological conditions or problems type: dizziness, brain fog, short term memory loss"), feeling abnormal ("brain fog"), amnesia ("short term memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dry eye ("vision/eye problems type: dry eyes"), vision blurred ("blurred vision"), vomiting ("vomiting"), dyspepsia ("heartburn"), abdominal pain ("abdominal cramping"), ovulation pain ("painful ovulation"), hypothyroidism ("hormonal changes decribe hypothyroid hot flashes") and metrorrhagia ("bleeding between periods") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urticaria ("rashes or skin conditions type: hives,"), dry skin ("dry hands") and nausea ("nausea"). In (B)(6) 2014, the patient experienced post procedural fever ("other injury(ies) or complication (s) please describe: postop fever"). On (B)(6) 2016, the patient was found to have ovarian adenoma ("reproductive system disorder or condition type of disorder or condition: left ovary mucinous"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), back pain ("back pain"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating") and rash ("rash"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes). On (B)(6) 14). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, urticaria, dry skin, nausea, vomiting, abdominal pain, ovulation pain, metrorrhagia and rash had resolved, the genital haemorrhage, raynaud's phenomenon, abdominal abscess, pelvic abscess, back pain, hypersensitivity, fatigue, hot flush, night sweats, vaginal haemorrhage, depression, ovarian adenoma, dizziness, feeling abnormal, amnesia, dyspareunia, dry eye, vision blurred, weight increased, dyspepsia, abdominal distension, post procedural fever and hypothyroidism outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal abscess, abdominal distension, abdominal pain, amnesia, back pain, depression, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, hot flush, hypersensitivity, hypothyroidism, menorrhagia, metrorrhagia, nausea, night sweats, ovarian adenoma, ovulation pain, pelvic abscess, pelvic pain, post procedural fever, rash, raynaud's phenomenon, urticaria, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: result fluid collections are present in the pelvis.. Hysterosalpingogram - in 2011: result: total bilateral occlusion.. Pathology test - on (B)(6) 2014: 2.3 x 2.0 cm midline fluid collection in the lower pelvis. This corresponds to the suspected pelvic abscess on the prior study and has decreased in size compared to the prior study. Additional fluid attenuation structures in the bilateral adnexal regions, right greater than left. These have also slightly decreased in size compared to the prior study. Again it is unclear whether these additional lesions represent true fluid collections versus adnexal cysts. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: pelvic pain, menorrhagia, abdominal pain,cramping, postop fever. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received patient information was added. Product indication was added. New event added: rash, hot flashes, night sweats,vaginal heamorrhagage,menorrhagia, abdominal abscess, pelvic abscess, depression, hives, dry hands, left ovary mucinous cyst adenoma, nausea, dizziness, brain fog, short term memory loss. Dysmenorrhea , dyspareunia, dry eyes, blurred vision, vomiting, weight gain, heartburn, bloating, ovulation pain, rash, postop fever, bleeding between periods) hypothyroidism. Event "autoimmune disorder" was updated to " autoimmune disorder type : raynaud's syndrome, "event outcome and severity was change. Concomitant drug was added. Medical history was added. Lab test was added. Historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pain'), raynaud's phenomenon ('autoimmune issues'), abdominal abscess ('infection (other) describe: abdominal abscess') and pelvic abscess ('pelvic abscess') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adnexa uteri cyst on (B)(6) 2014, pelvic abscess on (B)(6) 2014, ovarian cyst on (B)(6) 2014, bloating on (B)(6) 2014, vaginal discharge on (B)(6) 2014, pleural effusion on (B)(6) 2014, atelectasis on (B)(6) 2014, ache on (B)(6) 2014, gas pain on (B)(6) 2014, acute pain on (B)(6) 2014, procedural pain on (B)(6) 2014, cystoscopy on (B)(6) 2014 and body mass index normal. Previously administered products included for an unreported indication: mirena bc from 2010 to 2011. Concurrent conditions included uti since (B)(6) 2014, squamous cell metaplasia since (B)(6) 2014, endometriosis of uterus since (B)(6) 2014, uterine leiomyoma since (B)(6) 2014, biopsy endometrium since (B)(6) 2014, hypothyroidism since 2013 and vitamin d deficiency since 2013. Concomitant products included cetirizine hydrochloride (cetrizine) since 1997, fexofenadine since 1997, fluticasone propionate (flonase) since 1997, magnesium since 2013, omega-3 triglycerides since 2013, probiotics nos since 2013 and thyroid (nature throid) since (B)(6) 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage ("abnormal bleeding"), raynaud's phenomenon (seriousness criterion medically significant), abdominal abscess (seriousness criterion medically significant), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes, night sweats"), night sweats ("hormonal changes describe: hot flashes, night sweats"), vaginal haemorrhage ("vaginal hemorrhage"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("neurological conditions or problems type: dizziness, brain fog, short term memory loss"), feeling abnormal ("brain fog"), amnesia ("short term memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dry eye ("vision/eye problems type: dry eyes"), vision blurred ("blurred vision"), vomiting ("vomiting"), dyspepsia ("heartburn"), abdominal pain ("abdominal cramping"), ovulation pain ("painful ovulation"), hypothyroidism ("hormonal changes decribe hypothyroid hot flashes") and metrorrhagia ("bleeding between periods") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urticaria ("rashes or skin conditions type: hives,"), dry skin ("dry hands") and nausea ("nausea"). In (B)(6) 2014, the patient experienced post procedural fever ("other injury(ies) or complication (s) please describe: postop fever"). On (b(6) 2016, the patient was found to have ovarian adenoma ("reproductive system disorder or condition type of disorder or condition: left ovary mucinous"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), back pain ("back pain"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), rash ("rash"), chills ("chills and felt cold"), limb mass ("lump on wrist") and synovial cyst ("ganglion cyst"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes). (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, urticaria, dry skin, nausea, vomiting, abdominal pain, ovulation pain, metrorrhagia and rash had resolved, the genital haemorrhage, raynaud's phenomenon, abdominal abscess, pelvic abscess, back pain, hypersensitivity, fatigue, hot flush, night sweats, vaginal haemorrhage, depression, ovarian adenoma, dizziness, feeling abnormal, amnesia, dyspareunia, dry eye, vision blurred, weight increased, dyspepsia, abdominal distension, post procedural fever, hypothyroidism, chills and synovial cyst outcome was unknown, the dysmenorrhoea had not resolved and the limb mass was resolving. The reporter considered abdominal abscess, abdominal distension, abdominal pain, amnesia, back pain, chills, depression, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, hot flush, hypersensitivity, hypothyroidism, limb mass, menorrhagia, metrorrhagia, nausea, night sweats, ovarian adenoma, ovulation pain, pelvic abscess, pelvic pain, post procedural fever, rash, raynaud's phenomenon, synovial cyst, urticaria, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: result fluid collections are present in the pelvis. Hysterosalpingogram - in 2011: result: total bilateral occlusion. Pathology test - on (b)(60 2014: 2.3 x 2.0 cm midline fluid collection in the lower pelvis. This corresponds to the suspected pelvic abscess on the prior study and has decreased in size compared to the prior study. Additional fluid attenuation structures in the bilateral adnexal regions, right greater than left. These have also slightly decreased in size compared to the prior study. Again it is unclear whether these additional lesions represent true fluid collections versus adnexal cysts. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: pelvic pain, menorrhagia, abdominal pain,cramping, postop fever. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events 'cold chills' and 'synovial cyst' added. New reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pain'), raynaud's phenomenon ('autoimmune issues'), abdominal abscess ('infection (other) describe: abdominal abscess') and pelvic abscess ('pelvic abscess') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adnexa uteri cyst on (B)(6) 2014, pelvic abscess on (B)(6) 2014, ovarian cyst on (B)(6) 2014, bloating on (B)(6) 2014, vaginal discharge on (B)(6) 2014, pleural effusion on (B)(6) 2014, atelectasis on (B)(6) 2014, ache on (B)(6) 2014, gas pain on (B)(6) -2014, acute pain on (B)(6) 2014, procedural pain on (B)(6) 2014, cystoscopy on (B)(6) 2014 and body mass index normal. Previously administered products included for an unreported indication: mirena bc from 2010 to 2011. Concurrent conditions included uti since (B)(6) 2014, squamous cell metaplasia since (B)(6) 2014, endometriosis of uterus since (B)(6) 2014, uterine leiomyoma since (B)(6) 2014, biopsy endometrium since (B)(6) 2014, hypothyroidism since 2013 and vitamin d deficiency since 2013. Concomitant products included cetirizine hydrochloride (cetrizine) since 1997, fexofenadine since 1997, fluticasone propionate (flonase) since 1997, magnesium since 2013, omega-3 triglycerides since 2013, probiotics nos since 2013 and thyroid (nature throid) since july 2013 to 2014. On (B)(6) -2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage ("abnormal bleeding"), raynaud's phenomenon (seriousness criterion medically significant), abdominal abscess (seriousness criterion medically significant), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes, night sweats"), night sweats ("hormonal changes describe: hot flashes, night sweats"), vaginal haemorrhage ("vaginal hemorrhage"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("neurological conditions or problems type: dizziness, brain fog, short term memory loss"), feeling abnormal ("brain fog"), amnesia ("short term memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dry eye ("vision/eye problems type: dry eyes"), vision blurred ("blurred vision"), vomiting ("vomiting"), dyspepsia ("heartburn"), abdominal pain ("abdominal cramping"), ovulation pain ("painful ovulation"), hypothyroidism ("hormonal changes decribe hypothyroid hot flashes") and metrorrhagia ("bleeding between periods") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urticaria ("rashes or skin conditions type: hives,"), dry skin ("dry hands") and nausea ("nausea"). In october 2014, the patient experienced post procedural fever ("other injury(ies) or complication (s) please describe: postop fever"). On (B)(6) 2016, the patient was found to have ovarian adenoma ("reproductive system disorder or condition type of disorder or condition: left ovary mucinous"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), back pain ("back pain"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), rash ("rash"), chills ("chills and felt cold"), limb mass ("lump on wrist") and synovial cyst ("ganglion cyst"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes).27/10/14). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, urticaria, dry skin, nausea, vomiting, abdominal pain, ovulation pain, metrorrhagia and rash had resolved, the genital haemorrhage, raynaud's phenomenon, abdominal abscess, pelvic abscess, back pain, hypersensitivity, fatigue, hot flush, night sweats, vaginal haemorrhage, depression, ovarian adenoma, dizziness, feeling abnormal, amnesia, dyspareunia, dry eye, vision blurred, weight increased, dyspepsia, abdominal distension, post procedural fever, hypothyroidism, chills and synovial cyst outcome was unknown, the dysmenorrhoea had not resolved and the limb mass was resolving. The reporter considered abdominal abscess, abdominal distension, abdominal pain, amnesia, back pain, chills, depression, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, hot flush, hypersensitivity, hypothyroidism, limb mass, menorrhagia, metrorrhagia, nausea, night sweats, ovarian adenoma, ovulation pain, pelvic abscess, pelvic pain, post procedural fever, rash, raynaud's phenomenon, synovial cyst, urticaria, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: result fluid collections are present in the pelvis.. Hysterosalpingogram - in 2011: result: total bilateral occlusion.. Pathology test - on (B)(6) 2014: 2.3 x 2.0 cm midline fluid collection in the lower pelvis. This corresponds to the suspected pelvic abscess on the prior study and has decreased in size compared to the prior study. Additional fluid attenuation structures in the bilateral adnexal regions, right greater than left. These have also slightly decreased in size compared to the prior study. Again it is unclear whether these additional lesions represent true fluid collections versus adnexal cysts. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming: pelvic pain, menorrhagia, abdominal pain,cramping, postop fever. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc.fu 6 and 7 processed together. On 24-feb-2020: pfs received. Reporter's information added.fu 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), hypersensitivity ("allergic reactions") and fatigue ("fatigue"). The patient was treated with surgery (had surgery to remove thc essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, back pain, hypersensitivity and fatigue outcome was unknown. The reporter considered autoimmune disorder, back pain, fatigue, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.